Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The reported event is confirmed with provided x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the humeral implant is loose. There is marked malalignment at the fracture site. No implant fracture is identified on this image but the entire arm and elbow are not included on the image. The fracture appears to be at the distal aspect of the humeral plate and correlation with earlier images is recommended to determine if the distal plate position and osteopenia could have contributed to fracture occurrence. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H6 component code: proposed annex g code: mechanical (g04) - stem. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been sent for pathology testing. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised three months post-initial implantation due to periprosthetic fracture. The humeral component was removed and replaced. There were no issues with the ulnar components. No additional patient consequences were reported.